Manufacturer narrative:
Per -(B)(4) initial report. The explanted devices, x-rays and operative notes have been provided and will be reviewed at corin. The relevant device manufacturing records have been identified and will also be reviewed. Information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years and 3 months due to pain in the left hip.

Manufacturer narrative:
Per -946 final report. The relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. X-rays, operative notes and the explanted devices were provided and reviewed at corin. Examination of the explanted devices did not present any obvious failure modes or reason for the reported pain. Both devices exhibeted surface characteristics expected on an implant which had been in use for approximately 12 years. The cormet devices were coupled with a taper conversion sleeve (manufacturer unknown) which had evidence of corrosion. Based on the investigation, it cannot be determined whether or not the devices caused or contributed to the reported event and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contribited to this event.

Event description:
Cormet revision after approximately 12 years and 3 months due to pain in the left hip.